Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of a patient fall which led to a periprosthetic fracture. However, this cannot be confirmed because the components were not returned for evaluation, and no images, radiographs, product information, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had a periprosthetic fracture due to a fall and needed to undergo revision surgery immediately. There was no reported breakage of a device or surgical delay/prolongation. An implant without a ce mark, that is allowed and delivered per special access from bfarm to be used solely in the army hospital, was loaned to another hospital to have a patient served that couldn¿t be moved. The best way to have the patient served was to use an xle insert, otherwise a full revision of the hip cup would have been necessary. This loan was organized by a nurse, with no knowledge on our side. Only after the surgery took place, we were informed. We were not involved at all prior to the surgery. Exactech personnel were not informed or involved in the planning or execution of this revision surgery; exactech was only made aware after the revision surgery was performed.